Event description:
The customer reported that the insulin pump alarmed motor error. The customer's blood glucose reading was 84 mg/dl. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.